Event description:
It was originally reported on (B)(6) 2014 that the patient had no stimulation sensation and a loss of therapeutic effect; she noticed the change one to two weeks prior to report. Also the week prior to report, the patient noticed blood in her urine and then it stopped and then she noticed it again the week of report. The patient was checked for a bladder infection about a month prior to report but it was not reported what the results of the check were. The patient took cranberry pills and that had helped her, but she also had been tired lately. The patient¿s device was set on program 1 at 3.5 volts and her stimulation was on. The patient increased their stimulation to 3.6 volts and she said the screen changed. Based on the patient¿s description it sounded like the patient received the programmer batteries are low message. About five months later it was reported that the patient had a loss of therapeutic effect. She started going to the bathroom ¿so frequently¿ around august and was still going to the bathroom all of the time. Overall the device had never worked that well for the patient, but it was better than what she was used to. She had not had any falls or trauma and her symptoms returned gradually. In may she had stimulation at 3.5 volts and in august went to 4.3 volts; the manufacturer representative (rep) told the patient she was going up too quickly. The rep tested the patient¿s device in august and stated it was ¿defective.¿ the doctor reportedly mentioned ¿something about two screws and stated he was going to put them closer to the nerves.¿ before they would do anything with the implant, they wanted to go into the patient¿s bladder with a ¿tube thing that had a light on the end to see what was going on.¿ however, they could not see her until march. The patient was also bleeding when she urinated and it started heavy about two weeks prior to the report. She had been bleeding more frequently and the blood was getting to be a darker color. She stated that ¿she just took a test for a urinary tract infection (uti) and it had been up and down.¿ she had taken six tests and one said she had an infection. No interventions or patient outcome were reported, so additional information was requested. If additional information is received a supplemental report will be sent.

Event description:
It was later reported that patient had cancelled her upcoming surgery to remove old device and replace with the new one. The patient has appointment with the health care provider for further evaluation. Addition information came in 8 days later that patient was seen in the health care provider¿s office on (B)(6). The device was interrogated and it was found to be at end of service (eos) due to patient increasing amplitude higher than what the health care provider was aware of (he was unsure when patient started turning it up and reported talking to someone other than manufacturer representative). The health care provider considered this to be normal battery depletion based on patient¿s settings. The patient also reported the lack of effect had been going on for a while so it was discussed with patient to replace neurostimulator (ins) and at the same time replace lead and move to other side to try and gain better positioning for better effect. The patient agreed with actions however later cancelled surgery. It was noted that patient was seen on (B)(6) 2015 for a urine sample that was (B)(6) for infection. There was no additional information on past uti¿s or blood in urine.

Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3093-28, lot # v819350, implanted: (B)(6) 2012, product type lead. (B)(4).